Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after the first few uses, the transformer housing cracked on the bottom of the unit and it exposed underlying electronics. Customer indicated that she did not witness smoke, fire or sparking and there was no injury sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
Customer reported to customer service that the transformer for the pump in style pump had the screws coming out but it did not completely come apart.